Event description:
It was reported that the bd syringe 10ml ll w/ndl 21gx1in had foreign matter in the fluid pathway during use. Material no: 30964220, batch no: 8255827. The following information was provided by the initial reporter: verbatim: the empty syringe has a jelly/syrupy substance inside. The plunger does not feel sticky when the plunger is removed. This has happened several times and the customer will retain samples for evaluation.

Manufacturer narrative:
H.6 investigation summary: 28 samples received for investigation, samples are evaluated for plunger rod pull out force and presence of lubricant. The ¿jelly/syrupy substance¿ the client describes is silicone. The silicone used for the lubrication of the syringes is gray-colored medical grade on contact with the barrel and is the only material that is introduced into the syringe, it is important to mention that this is within the quality specification that guarantees the correct displacement of the plunger. The silicone content is within the quality level for acceptance. Furthermore, a DHR was conducted. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll w/ndl 21gx1in had foreign matter in the fluid pathway during use. Material no: 30964220 batch no: 8255827. 2of2. The following information was provided by the initial reporter: verbatim: the empty syringe has a jelly/syrupy substance inside. The plunger does not feel sticky when the plunger is removed. This has happened several times and the customer will retain samples for evaluation.